Manufacturer narrative:
Exact date unknown, event occurred since the patients implant procedure. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 15605041/15605043.

Event description:
It was reported that the patient was experiencing inadequate stimulation. No device malfunction was suspected. All device components were explanted and were discarded.